Event description:
Bowel and ureter perforation; da vinci assist hysterectomy performed and no problems until 5 days post-op. CT scan revealed peritonitis and open laparotomy bowel resection was performed 7 days post-op (revealed injury to small bowel) and additional CT revealed that r ureter was also severed (stent placed 9 days post-op). Ureteral-vaginal fistula and severe urosepsis in (B)(6) 2020. I underwent 7 more surgical procedures and have had 14 CT scans of the abdomen in 18 months following the injury. Staged ureteral reimplantation was performed 6 months post-op and additional treatments for severe abdominal pain and right and left kidney hydronephrosis, adhesions, hernia and incontinence remain. Surgeons suspect thermal injury as ureters were scoped in the initial procedure. Not sure about model (si, sp, x) but monopolar scissors were used as well as pk apparatus. Repeated attempts to get info from the hospital and intuitive (manufacturer) have failed. Other than my surgeon's op report, I have not been given the information I need to research this equipment in detail. Adhesions were extensive, and foley catheter as well as ureteral stent was placed for post-op period. FDA safety report ID # (B)(4).